Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: ahs mdip report. Incident or problem information. Ahs mdip reference number (ID): 29364. Date of incident (yyyy-mm-dd): 2023-04-26. Site name/location: strathmore health unit. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): yes. Incident details: when vaccinating a child unable to get fluid to flow through syringe requiring me to put a new syringe onto the hub of prefilled syringe and therefore causing extra poke for child. There was a blockage in the needle that prevented the fluid to flow. Impact of incident: an additional poke for the child who was affected? Patient. Frequency of problem: first time. Procedure: vaccination. Device information. Device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: 1116361. Device expiry date (yyyy-mm-dd): 2026-04-30. Supplier: medline canada corporation. Supplier catalogue number: 308-305916. Was the device retained? No.